Event description:
It was reported that the programmer was displaying an error message during atrial sensing tests on a device. The clinical specialist used another programmer and had no issues. The programmer was powered down and reported to be working fine. The programmer remains in use. No patient involvement was reported in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.